Event description:
Additional information was requested, but no more information has been received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Date sent: 01/19/2011. Information was not provided by the initial contact. Information anticipated, but unavailable at this time. (B)(6). Received maude report # (B)(4). Additional information received on (B)(6) 2010: the procedure was an anterior resection. Additional information received on (B)(6) 2011: the procedure was a sigmoid colon. The tissue was normal. The device was in the green firing range. After the device was fired, the staples were not formed; they were straight. A second device was pulled and the device failed; unknown how the device failed. After the second device failed, there was not enough tissue to create an anastomosis. The patient received a permanent colostomy. The patient was in his (B)(6)s and has since passed away. His passing away was not due to the device failure. There is no further information about the procedure. Additional information received on (B)(6) 2011: the surgeon stated directly that the patient's passing away had nothing to do with the device or the procedure.

Manufacturer narrative:
(B)(4). (Device b): (B)(4) other # = g5zw4t (batch #); exp date = 06/10/2015. (Device b): MFR date: 7/10/2010. Devices (a) and (b) arrived in good visual condition. The breakaway washers were present and cut and there were no staples present, indicating that the devices achieved a full firing stroke. The devices were reloaded with staples, new washers were placed on the devices and both were tested for functionality. The devices fired and formed all the staples as well as completely cut the test media and the breakaway washers without incident. The staple lines were complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was initially reported that during an unknown procedure, both devices malfunctioned and left too little tissue after they were fired. The patient required a colostomy. No further information is available. Additional information has been requested.